Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg, leads and click anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason. The physician suspected device malfunction of the ipg.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason. The physician suspected device malfunction of the ipg.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure due to ipg failure as the reason the leads were not in the ipg headers. Database analysis revealed high impedances on the leads which was believed that the leads were not fully inserted into the ipg.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason. The physician suspected device malfunction of the ipg.